Event description:
This spontaneous report was received on (B)(6) 2012 from a (B)(6) female consumer reporting on self from (B)(6) . The medical history included arthritis, fibromyalgia and allergy to meat foods. The concomitant medications were not reported. On (B)(6) 2012, the consumer started using o.b tampons super plus absorbency, once per two hours, eight to twelve times a day, vaginally for normal menstruation (lot number 1941m3152, expiration date unspecified). After three days, she noticed the tampon material lining cover came off and got stuck in body which she could remove after about four days. She also experienced dizziness, headache and cramps during this period. She drank water to ease the events. It was stated that she had the same event with another unit of same device. After three days, the device was discontinued. The events were resolving. This report was assessed as non serious event. The company causality was assessed as possible. No sample was received for evaluation. The device history record revealed no issues or nonconformance with the product or process related to this complaint. A review of the data associated with these complaint categories revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. This report was considered as reportable malfunction in (B)(4).

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This foreign report is being submitted as the product involved is same/similar to a u.s. Product (ob super plus non-applicator). This closes out this report unless other additional significant information is received.